Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the dl error from the error code; however, the fse was not able to reproduce the error. The fse checked the barcode reader, performed a rack scan 10, all barcodes were scanned. The fse cleaned the barcode reader as well as the detector unit. Customer calibrated the instrument, performed a qc run, all passed and customer returned instrument to a normal operation. The aia-900 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from (B)(6)2019 through aware date (B)(6)2020. There were no similar complaints identified during the searched period. The flags and error messages states the following: [dl] a fault occurred in the detector or the substrate feed line. The most probable cause of the reported event is a dirty detector lens. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Customer reported a dl lamp intensity low error which occurred during quality control (qc) and sample runs. The daily check completed ok. The substrate is new and the tubing is not kinked. Small air bubbles observed in the substrate tubing and substrate syringe. Customer also reports the sample loader barcode scanner was skipping sample labels. Onsite service was requested and the field service engineer (fse) was notified. The aia-900 instrument is down. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting luteinizing hormone (lhii) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.